Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer stated that she inserted the sensor to her abdomen; the customer stated that the minilink did not blink after the connection with the sensor. The customer stated that when she removed the sensor from her body, she discovered that the electrode is missing. The customer stated that the electrode is stuck in her body. The customer was advised to contact her health care provider to remove it. The customer also stated that she inserted a second sensor and it was bleeding a lot so she removed it. The customer will be sent replacement sensors.